Event description:
I had a bilateral total hip replacement on (B)(6) 2007. I received the depuy total hip system pinnacle 100 acetabular cup sz mm52. Prior to surgery, I had pain in both hips due to degenerative joint disease. "In (B)(6) 2012, on (B)(6) 2012," I had a hip aspiration performed and I was diagnosed with high levels of chromium and cobalt in my blood. I had to have bilateral total hip revision on (B)(6) 2012 requiring add'l hospitalization. Postoperative diagnoses ((B)(6) 2012): metallosis of both hips status post depuy modular metal-on-metal total hip replacements, (B)(6) 2007, osteolysis of the proximal femurs, and high blood cobalt and chromium levels and aseptic loosening of the right socket.